Event description:
An empty bag of saline was spike with equashield spike adaptor sa-ez and we experienced a leak of normal saline. The interior of the problematic adaptor had an even uneven distribution of teeth which caused damage to the secondary tubing spike.